Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: surgery was reported to be a posterior spinal fusion. There was no reported delay. The procedure was able to continue by moving the patient to stretcher after the procedure while the system was slid towards the feet of the patient on a jackson table.

Manufacturer narrative:
The winch assembly and control box were returned for analysis. Functional testing determined that both components were malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry motion controller, door winch assembly, and door covers were needed to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. The door winch assembly and motion control box was returned to medtronic but was not analyzed at the time of filing. Concomitant medical products: product ID: bi7000161, lot #: rev. 4 : s/n (B)(4). Product ID: bi30000060, lot #: rev. 8 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that when taking anterior posterior (ap) and lateral shots, the images were completely white. They spoke with their keith goddard (fse) and brian wilson (fse) and they recommended rebooting the system, to which they were unable to boot past "initializing system." Because the system was still initializing, they were unable to open/close the gantry doors and it was around a patient. They tried using the button on the side of the system to turn the door close but it was unsuccessful. While on the phone with the field service engineers (fse) they started to manually open the doors with the t-pin, ratchet, and socket however when at the last step to open the doors, they were able to open the doors slightly, however, they then they had to much resistance on the ratchet and could not continue, additionally, they heard clunking noises when a tempting it again. They tried again and they heard some clunking noises. They restarted the system and got it past the initializing phase into stand alone mode. They tried opening the doors from the pendant button but then they heard clunking noises. There was a less than 1-hour delay to the procedure, but it is unknown if patient was impacted.